Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue first occurred on (B)(6) 2016. The patient manages his diabetes with insulin alongside metformin and glipizide pills and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that two days after the alleged issue occurred he developed a symptom of ¿shaky¿ however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time the meter had been used and when the customer was educated on the correct testing procedure the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lifescan¿s criteria of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.